Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. After the pump's battery was depleted and recharged, the malfunction code was no longer displayed, and the customer was instructed to continue using the pump while monitoring for any recurrence of the malfunction code. The customer acknowledged and understood the instructions.